Manufacturer narrative:
(B)(4).

Event description:
It was reported during an in-clinic checkup, instances of post-paced t-wave oversensing were observed. The patient was asymptomatic. Programming changes were made.